Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe was not able to be inserted into the 25 gauge trocar during a surgical procedure. The probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample found that there was no laser probe with the sample. Thus, further testing could not be carried out. The laser probe radio frequency identification (rfid) tag lot number was read and it was determined not to be associated with the customer reported lot number. The sample is unrelated to the customer¿s reported event. The 25 gauge illuminated flex curved laser probe, l/n 17037550x, was manufactured on december 5, 2017. There were 1116 paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The returned sample is unrelated to the customer reported lot number, and therefore the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is:(B)(4).